Event description:
It was reported in a medwatch report that in the picu a pcu had a "system error" message code. 120. 4610 while infusing 4 channels infusing: a "cardiac drip", unspecified sedation medication, tpn, and lipids. The pcu needed to be turned off to stop alarming and all channels needed to be reset up with a different pcu. An incomplete event date of september was provided. Although requested further information was not provided.

Manufacturer narrative:
Additional information added to: included mw in both short description and b5. Added the 1st day of the month. Revised b5 to include location where the event occurred (picu) and error code. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported in a medwatch report that in the picu a pcu had a "system error" message code. 120. 4610 while infusing 4 channels infusing: a "cardiac drip", unspecified sedation medication, tpn, and lipids. The pcu needed to be turned off to stop alarming and all channels needed to be reset up with a different pcu. An incomplete event date of september was provided. Although requested further information was not provided.

Manufacturer narrative:
Device history: a review of the device history record showed the device had a manufacture date of 02/22/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The reported issue that the pcu had a "system error" message code. 120. 4610 while infusing 4 channels could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested further information was not provided.

Event description:
It was reported that a pcu had a "system error" message while infusing 4 channels infusing: a "cardiac drip", unspecified sedation medication, tpn, and lipids. The pcu needed to be turned off to stop alarming and all channels needed to be reset up with a different pcu. An incomplete event date of september was provided. Although requested further information was not provided.